Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by fallen latch magnet. A field service engineer replaced latch in the drawer in order to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system had drawer failure. The user mentioned that the magnet needs to be replaced and there was no delay occurred. There were no adverse events or injuries reported based on this incident.